Event description:
It was reproted by the cath lab mgr that the dr attempted to deploy the simon nitinol filter. When the dome of the filter left the catheter, it immediately bent to 180 degrees. The dr. Snared the filter into a catheter and removed the filter. A competitor filter was placed.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria, including all tests for filter geometry during the mfg process and quality control. The returned filter sys was flushed and inspected and tested. The filter was deployed as intended to the appropriate shape. The reported event could not be reproduced. The IFU for this device states: do not deliver the filter by pushing it beyond the end of the introducer catheter. Instead, unsheathe the stationary filter by withdrawing the introducer. Note: if the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens.